Manufacturer narrative:
The albumin reagent lot number was 869582. The total protein reagent lot number was 867721. The glucose reagent lot number was 860090.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data did not show any relevant alarms. The investigation could not identify a product problem. The cause of the event could not be determined. No further issues were reported after the service visit.

Event description:
The initial reporter stated they received questionable results for approximately 39 patient samples tested for multiple analytes on a cobas 6000 c (501) module. Examples of discrepant results are provided for three patient samples. For these samples, results from the following analytes were affected: glucose hk gen. 3, calcium gen. 2, albumin, and total protein. A physician questioned initial calcium results from these samples since the values did not agree with patient history. The samples were repeated on the same analyzer or other analyzers. It could not be confirmed what analyzer was used for each repeat measurement. Repeat values from these samples were deemed correct. The first sample resulted in the following values: glucose = 111 mg/dl initially on (B)(6) 2025, repeating as 158 mg/dl on (B)(6) 2025. Calcium = 7.8 mg/dl initially on (B)(6) 2025, repeating as 9.5 mg/dl and 9.3 mg/dl on (B)(6) 2025. Albumin = 2.7 g/dl initially on (B)(6) 2025, repeating as 3.4 g/dl on (B)(6) 2025. Total protein = 4.5 g/dl initially on (B)(6) 2025, repeating as 6.6 g/dl on (B)(6) 2025. The second sample resulted in the following values: glucose = 116 mg/dl initially on (B)(6) 2025, repeating as 161 mg/dl on (B)(6) 2025. Calcium = 7.6 mg/dl initially on (B)(6) 2025, repeating as 9.7 mg/dl and 9.7 mg/dl on (B)(6) 2025. An additional calcium repeat value was provided as 9.2 mg/dl on an unknown date. Albumin = 2.8 g/dl initially on (B)(6) 2025, repeating as 3.9 g/dl on (B)(6) 2025. Total protein = 6.0 g/dl initially on (B)(6) 2025, repeating as 7.2 g/dl on (B)(6) 2025. The third sample resulted in the following values: calcium = 7.9 mg/dl initially on (B)(6) 2025, repeating as 9.8 mg/dl and 10.0 mg/dl on (B)(6) 2025. Total protein = 4.9 g/dl initially on (B)(6) 2025, repeating as 7.2 g/dl on (B)(6) 2025.

Manufacturer narrative:
The calcium reagent lot number was 869544. The reagent expiration date was requested, but not provided. The lot numbers and expiration dates of the remaining reagents were requested, but not provided. The field service engineer could not determine a specific root cause. The pump pressure rinse levels were checked and found to be within specifications. The gear pump was replaced as a preventive measure. Precision testing was performed and was successful. Calibration and controls were run and controls recovered within acceptable ranges. The investigation is ongoing.